Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Based on the results of the investigation and the information provided, for the event (1) air/water channel and air/water cylinder had foreign material. It could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the IFU. Therefore, the cause of the material remaining in the device could not be determined. And for event (2) probe cover had foreign material and event (3) distal sheath glue had foreign material, the foreign material may hot have been removed because reprocessing was not conducted properly due to chip in the probe cover and crack in the distal sheath glue the event can be detected and prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the evis exera iii gastrointestinal videoscope exhibited foreign material in the air/water cylinder, in the air/water tube, on the camera cover, and on the adhesive of the protective coating of the bending portion of the device. There were no reports of patient involvement.